Manufacturer narrative:
Alma inc. (Importer) has inspected the device and found the unit to be working within the manufacturer's specifications. Device manufacture date: 12/03/2012, applicator manufacture date: 12/21/2014. Approximate age of device is 6.5 years, approximate age of applicator is 4.5 years. Alma ltd. Clinical departement reviewed the limited information, most likely root cause is parameter setting deviation from manufacturer protocol. In absence of any medical records, photos or measurements, the alleged incident cannot be substantiated. Given the lack of details, alma is submitting this report to the FDA in good faith efforts. Should any information become available, alma will submit supplemental report within the FDA published timelines. When outputting 3500a to pdf form there is a problem with date display. Due to unknown display date format after package files, please find the dates detailed below (mm/dd/yyyy): age: (B)(6). Date of event: (B)(6) 2017. Date of report: 08/02/2019. Date user facility or importer became aware of event: (B)(4) 2019. Date received by manufacturer: 08/02/2019. Device manufacture date: 12/03/2012.

Event description:
In 2017, the patient underwent three vaginal procedures with the suspected device. Per the facility, the patient returned after a year for another treatment as she noted improvement. The practioner performed bimanual exam and noted shortened vaginal canal and scarring.